Manufacturer narrative:
Patient information: no specific patient information was provided. This report is being filed on an international product, architect syphilis tp, list 8d06-74, that has a similar product distributed in the us, list 8d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false non-reactive architect syphilis tp result. The sample generated 0.63 and 0.64 s/co on architect. The sample was positive on the midray platform. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Trending review determined no trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot. Inhouse testing of a retained reagent kit of the complaint lot was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot was identified in the complaint.